Event description:
Customer reported unexpected negative reactions when performing antibody testing on the galileo using capture-r ready-screen 4 when testing a patient sample containing anti-cw.

Manufacturer narrative:
The customer attempted to confirm if the sample was igg or igm using a diamed saline card. The results were positive, indicating the presence of igm. The reactivity of the cw antigen was confirmed on retention capture-r ready-screen, lot k143. The package insert for capture-r ready-screen 4 states that negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. Also, specificities of presumed significance that are igm by nature, may fail to react in this assay.